Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from (B)(6), stating that the device had a damaged hose. It is unknown when the event occurred. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. No additional information available.